Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6008351 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008351 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac 14, on 26-jul-2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4g03917 was manufactured according to the wi version 34 welding in the machine ls06 & ls07, on 19/jul/2024, with a total of (B)(4) units. The lot 4g03915 was manufactured according to the wi version 34 welding in the machine ls24 & ls25 on 19/jul/2024, with a total of (B)(4) units. The lot 4g05771 was manufactured according to the wi version 34 welding in the machine ls07 & ls06 on 30/jul/2024, with a total of (B)(4) units. The lot 4e02385 was manufactured according to the wi version 34 welding in the machine ls24 & ls25 on 13/may/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4g03938 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 19/jul/2024, with a total of (B)(4) units. The lot 4g03939 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 20/jul/2024, with a total of (B)(4) units. The lot 4g03940 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 23/jul/2024, with a total of (B)(4) units. The lot 4g05766 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 29/jul/2024, with a total of (B)(4) units. The lot 4e00252 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 11/may/2024, with a total of (B)(4) units. The lot 4e00251 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 01/may/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4g02896 was manufactured according to the form version 64 and manufactured in the machine sc08, on 22-jul-2024, with a total of (B)(4) units. The lot 4g02785 was manufactured according to the form version 64 and manufactured in the machine ft02, on 12-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The tubing got detached from the connector. The insertion site was between left and right abdomen. The infusion set was in use for few hours. No further information available.